Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
During patient treatment the cardioplegia slave pump of the twin pump (tpm) alarmed "overload" when the cardioplegia side of the tpm was activated. The tpm was swapped out with a spare one and surgery went on. No patient injury reported. (B)(4).

Event description:
Internal reference:(B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. The device has been investigated by a technician and it was determined that the optical tacho board of the twin pump was defective. RMA# (B)(4) has been created for return of the defective tacho board. The technician stated that he damaged the board during replacement .the defective board has been received on 2018-09-19. However the board arrived in a badly damaged condition and can no longer be investigated as stated by the life cycle engineer. Therefore no most probable root cause could be determined. The technician replaced the optical tacho board. In addition the belts of the twin pump were replaced as they were due. The cardioplegia speed was adjusted and the unit was tested. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- (B)(4). Contact person- (B)(6). The device has been investigated by a technician and it was determined that the optical tacho board of the twin pump was defective. Thus the failure could be confirmed. The defective board has been requested for further investigation. However the board has not been received despite several requests. The complaint will be reopened and the board will be investigated if the requested part or any new relevant information is received. The technician replaced the optical tacho board. In addition the belts of the twin pump were replaced as they were due. The cardioplegia speed was adjusted and the unit was tested. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. A supplemental medwatch will be submitted after new information has been received.

Event description:
Internal reference: (B)(4)/ onesupport (B)(4).

Manufacturer narrative:
Maquet medical systems, USA (importer) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(6). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption#: e2018002. Importer: (B)(6). The device has been investigated by a technician and it was determined that the optical tacho board of the twin pump was defective. The defective board has been requested for further investigation. This investigation is still ongoing. The technician replaced the optical tacho board. In addition the belts of the twin pump were replaced as they were due. The cardioplegia speed was adjusted and the unit was tested.

Event description:
Internal reference: (B)(4).